Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a cracked lcd lens, cracked battery door, bent battery contact spring, stained housing, and a damaged remote dose connector spring. No applicable evidence was found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported that there was an accuracy error of 13 percent. The event occurred during testing, there was no patient involvement.